Event description:
It was reported that a spectrum pump did not turn on when door is opened during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing the reported issue of "would not turn on when door is opened" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper latch switch not fully extended and preventing the device from powering on correctly when using the slide clamp to open the door. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.